Manufacturer narrative:
The device did not return for evaluation. The lot number was not provided; therefore, a review of the device history record could not be conducted. Photographs were not provided. Based on information provided, a definitive root cause could not be determined. Alphatec spine, inc. Is submitting this report in compliance with FDA regulations under 21 cfr 803. All relevant and available information was included to the best of our knowledge at the time of this submission. Any fields left blank reflect information that was not known or not provided. Should additional details become available, a supplemental report will be submitted accordingly.

Event description:
The tip of the tap broke off into bone during insertion. The broken fragment was retrieved without incident, and the instrument was discarded at the hospital.